Manufacturer narrative:
The insulin pump alarmed failed self-test alarm during self-test, alarmed lost sensor while attempting to connect to the test minilink transmitter, and unable to connect to the contour next blood glucose meter due to faulty board. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer's blood glucose was around 200 mg/dl at the time of incident. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that the bolus amount into the air was recorded in the bolus history. The customer stated that a basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.